Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience a low blood glucose (bg) level of 32 mg/dl. Customer consumed orange juice and sugar in an attempt to resolve the issue. Customer was hospitalized and treated with manual injections. Reportedly, low bg level was due to the customer being new to the pump and basal rate needed to be reduced by the customer's health care provider. Date of hospital discharge was not provided. Reportedly during follow up on (B)(6) 2016, the customer had reverted to manual injections while on vacation and would resume pump therapy upon return from the trip. Additional follow up attempts were made; however, the customer did not respond.

Manufacturer narrative:
Correction: check "required intervention."